Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a loss of feelings in their lower extremities due to an epidural hematoma. As a result, surgical intervention was undertaken wherein the hematoma was evacuated and the lead was explanted and replaced to address the issue. Patient loss of feelings in their extremities has since resolved.